Event description:
The clinic reported that a laser vision correction patient was returned to the laser clinic due to a recurring epithelial ingrowth noted in the patient's right eye (od) by an affiliate. The patient's flap was lifted and the epithelial ingrowth was removed.

Manufacturer narrative:
(B)(4) - epithelial ingrowth. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to amo has been submitted.